Event description:
It was reported device displayed "cassette is not recognized." There was no patient involvement.

Manufacturer narrative:
B3 is unknown. One device was returned for evaluation. Visual inspection found the tamper seal was missing and the display glass was scratched and cracked in the bottom side. Functional testing revealed that the dso sensor is non-functional (which means that the cassette is not detected) and needs to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.